Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a car accident, resulting in the device not inflating anymore due to a fluid loss. A surgical procedure was performed, and it was noted that the reservoir was empty. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was in a car accident, after which the device did not inflate due to fluid loss. A surgical procedure was performed, and it was noted that the reservoir was empty. All components were removed and replaced. There were no patient complications reported.